Event description:
It has been reported to philips that fluoroscopy and cine were not happening. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and cine were not happening. Troubleshooting actions showed a problem with the connector of footswitch at table end was damaged. The fse replaced the d-sub pin of the footswitch and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips engineer inspected the system and confirmed that the fluro and cine was not happening. The philips field service engineer (fse) inspected the system onsite and confirmed that the connector of footswitch at table end was damaged. To resolve this issue, fse replaced the d-sub pin and sets the unc . After the d-sub pin replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.